Manufacturer narrative:
Device evaluated by MFR: the apex over the wire (otw) balloon catheter was received for analysis. There was blood and contrast throughout the guidewire lumen and balloon. An inflation device filled with water was used to locate a small puncture/hole in the inner lumen inside the hub. The balloon burst was unable to be confirmed. Due to the inner lumen leak, it was not possible to inflate the balloon. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. According to the apex dfu it states "use the catheter prior to the "use by" date specified on the package". The root cause classification use error was assigned because the device was used past the expiration date. (B)(4).

Event description:
Same case as MDR ID # 2134265-2011-01419. It was reported that during a percutaneous alcohol septal ablation treatment procedure two balloon ruptures occurred. The target vessel being treated was located in the non-calcified and non-tortuous septal branch of the left anterior descending (lad) artery. The 8.0x2.00mm apex balloon catheter being used for pre-dilation was advanced to the lesion and on the first inflation it ruptured at 3 atms. During the same procedure another 8.0x2.00mm apex balloon rupture occurred at 4 atms. It is unknown which device was used first. The device was successfully removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2011-01419. It was reported that during a percutaneous alcohol septal ablation treatment procedure two balloon ruptures occurred. The target vessel being treated was located in the non-calcified and non-tortuous septal branch of the left anterior descending (lad) artery. The 8.0x2.00mm apex balloon catheter being used for pre-dilation was advanced to the lesion and on the first inflation it ruptured at 3 atms. During the same procedure another 8.0x2.00mm apex balloon rupture occurred at 4 atms. It is unknown which device was used first. The device was successfully removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.